Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed self test. No unexpected audio/vibrate anomaly/absence of alarm. No frozen screen. No unexpected constant tone anomaly noted. No shrill noise noted. No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. J2 keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly, a frozen screen and a keypad anomaly. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 244 mg/dl at the time of the incident. The customer reported that the insulin pump was not exposed to fluid, but that there was a constant tone. The customer was assisted with button error/keypad anomaly troubleshooting due to the unresponsive buttons. The customer stated that there was no significant event leading to the keypad issues but that the clock on the insulin pump did not advance when observed for one minute and even for three minutes after the battery was changed. Troubleshooting for frozen display was also performed. The customer stated that the time was frozen and that there was a constant tone. Per all troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.